Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: scoliosis type of procedure: deformity/scoliosis construct levels implanted: t3-l4 date of implant: (B)(6) 2014 date of explant: (B)(6) 2016 it was reported that the patient underwent a surgery. Post-op, 5.5mm cocr rods became dislodged bilaterally from the most caudal (l4) screws of the construct. The set screws holding the rods in place either loosened or became dislodged and required a revision surgery to correct the issue. Hence, on (B)(6) 2016, the patient underwent revision surgery in which all the affected implants were explanted and re-instrumentation was done.

Manufacturer narrative:
Product analysis: visual review of rods did not identify crack, fracture, or breakage. No complaint identified with regard to the returned product. After visual review, no evidence was found that would suggest a defect in manufacturing or processing the implants appear to be capable of performing their intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.